Event description:
Sales rep did not bring specific clamp needed to seat radial head implant-told surgeon not needed and that implant could be hammered in place. Postop, implant displaced and pt required return to or for revision of radial head implant.